Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The analyzer failed functional testing for back up battery voltage measurement. It was decided to scrap the device. (B)(4)

Event description:
It was reported that when using this analyzer a window pops up on the programmer screen displaying "low battery." This message would not disappear after several battery changes. The analyzer was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.